Event description:
It was reported that this right atrial (ra) lead had exhibited infection. Reportedly, hematoma was the cause of the infection. Furthermore, hematoma removal, debridement, cleaning, and hemostasis was done. No additional adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.